Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The patient (pt) reported having an awful time trying to work device. The pt clarified that they were getting no device found when trying to check therapy status. The pt stated they had the recharger on ins when trying to check therapy s tatus. Patient services provided education on function of communicator vs recharger and pt confirmed understanding. The pt placed the communicator on the ins and was getting no device found initially. After repositioning the communicator they got "operation failed an error has occurred while performing operation please try again". The patient stated that there was no code on screen. They powered off the communicator and exited the app. They entered the micro my therapy app again, and powered on communicator, then confirmed that they had successfully communicated. The pt stated therapy was at 1.4v and they were no longer feeling stim. They reported not getting 50% reduction in symptoms. Patient services reviewed therapy considerations. The pt increased stim to 2.6v and confirmed feeling stim a little in bike seat area. The pt clarified that they were feeling stim in the groin area and down their thigh a little. They stated they could really feel stim once they removed the communicator. They reported on the call that when increasing stim initially, they thought they might be feeling stim at implant site. They didn't know if this was from pressing the communicator on the ins when making changes. They denied any trauma and/or falls. They confirmed this resolved when they removed the communicator from implant the site at the end of the call. Pt provided event date as "about three weeks ago" (clarified end of december). The patient was redirected to their healthcare provider to further address the issue.